Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic for post implant follow up. Upon interrogation, the right atrial lead exhibited loss of capture. Chest x-ray was preformed and revealed the lead had dislodged. The lead was explanted and replaced successfully. The patient was discharged.